Manufacturer narrative:
For the forceps: the customer returned one sample of loading forceps in a plastic box with foam. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer's complaint was not confirmed as damage was not found. There are signs of use visible, but no damage which could lead to scratches on lenses. The sample is functional. The complaint history was reviewed for a period of two years. It showed comparable complaints, but in all cases the samples met specification. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the sample is functional. For the introducer lens (iol): the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the lens was returned in two pieces in a 78 (iw) lens case; blood and solution were dried on the lens; the optic was torn/split/cracked and possibly cut; and was scratched / marked. Results from the product history record and batch history record review indicated the product met release criteria. There have been no other complaints for this lot. While unable to determine the origin of the damage, observations reasonably suggest that the damage is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. (B)(4).

Event description:
A surgeon reported that after implantation of an introducer lens (iol), it was noted that the lens had scratches on the optic. During the same procedure, the lens was cut into pieces and removed through an enlarged incision. A new lens was implanted and the pt did not experience any further impact. The procedural duration was extended by 10 mins as a result of the event. The surgery did not know if the scratches were already on the lens optic or if they were caused by the loading forceps.